Event description:
R waves dropped from 13.1mv to under 2.0mv one day post-implant. Lead dislodgement was observed and the lead was successfully revised. No adverse patient events were reported. Lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.